Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm while he was at the hospital. The nurse noticed the message "replace system controller" on the monitor. The system controller was exchanged without incident. The pt was asymptomatic during the event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The system controller log file was reviewed and confirmed that the controller switched to backup mode. The system controller was functionally tested, and it was found that movement of the black power lead resulted in the test pump intermittently stopping when the controller was connected to the power module. During further evaluation, the black power lead was found to have a compromised brown inner conductor (battery gauge line). This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (291659692/100001-c) was sent to customers. No further info is available the manufacturer is closing its file on this event.